Manufacturer narrative:
A ge service representative performed an onsite investigation. The 24 vdc power supply was evaluated, replaced and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was shutting down without command of the operator and self-rebooting. There is no report of a patient injury or death associated with this event.